Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 9mm amplatzer septal occluder was selected for implant. During deployment in side the patient, cobra deformation was observed. The occluder was recaptured and re-deployed "multiple times" with no success. The occluder was removed and a new 10mm amplatzer septal occluder was successfully implanted. No patient consequences were reported.